Event description:
This information was received from (B)(6). This is a spontaneous report by a nurse from (B)(6) of fungal peritonitis with (B)(6) in a patient coincident with dianeal pd2 ultrabag, and dianeal pd2 unknown bag therapies for continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd). On an unreported date in 2010, the patient experienced fungal peritonitis. The cause of the fungal peritonitis was unknown. On an unreported date, dianeal pd2 ultrabag and dianeal pd2 unknown bag therapies were withdrawn. On an unreported date, the patient was transferred to hemodialysis. It was not reported whether the event of fungal peritonitis with (B)(6) had resolved. The nurse considered the event of fungal peritonitis with (B)(6) to be unrelated to dianeal pd2 ultrabag and dianeal pd2 unknown bag therapies.

Manufacturer narrative:
(B)(4). The patient was approximately (B)(6). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.